Event description:
It was reported that the pt was very large, active, and required sedation. When the nurse attempted to adjust the line due to a dampened wave form, it was noted that the catheter had separated and only the hub could be found. X-rays and computed tomography scans of the forearm and hand failed to detect the catheter. Hand circulation remained good and there were no further complications. The hospital feels that this event is pt-related and there was no product deficiency.